Event description:
The patient had a pump and catheter implanted an unknown time ago. The catheter tip was at t10-11. The pt was on high dose morphine for a short time when they developed bilateral leg weakness. This occurred about four weeks ago. A CT revealed what was thought to be a tumor. Pt was operated on by a surgeon who found what was thought to be an abscess on pathologic examination. The mass was intimately attached to the catheter tip. It had a necrotic center. Cultures were negative. The pt still has a significant neurologic deficit, possibly paraplegia.